Event description:
It is reported that when implant was opened during surgery in 2009, the surgeon noticed that the inner plastic box was crushed or cracked.

Manufacturer narrative:
Eval summary: no action necessary. The inner packaging has changed from the small instrument pouch to two protective foam envelopes. The change took place in 2005. This component was manufactured in 2003. The change to the inner packaging improves the protection of the implant and the ability to maintain a sterile barrier. This is the only complaint filed for this failure mode in the past 12 months. The manufacturing and packaging records were reviewed and the implant was found to be conforming to manufacturing and packaging specifications prior to implantation. The product was returned and the outside box is dented in areas. The outside cavity is intact, however, the inside cavity is cracked on each face with excessive damage on one of the smaller faces.